Event description:
It was reported that the right femoral artery was accessed and the heavily calcified, non-tortuous target lesion in the right coronary artery (rca) was predilated. The heavy calcification was not fully appreciated on angiography as the xience xpedition stent became stuck in the calcification and resulted in a flared stent strut. The xience xpedition stent delivery system (sds) was retracted to the guide catheter but was unable to enter the catheter due to the flared strut. The guide catheter, guide wire, and sds were removed together as a single unit to the femoral access site, but became stuck. The sds was pulled, resulting in the stent to dislodge. The left femoral artery was accessed in order to snare out the dislodged stent. Rca access was lost and had to be re-accessed; however, the patient remained stable through out the procedure. The target lesion was predilated a second time and another xience xpedition was successfully implanted without further issue. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.